Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and an adverse event occurred. Date of issue is an approximation. The patient stated while they were eating at a restaurant, they went into a seizure. They indicated they were not alerted of a low because the dexcom had a signal loss. Paramedics were called, and the patient stated they sat in the ambulance while they ate and their glucose levels increased. At the time of contact, the patient was doing okay. Data was provided for investigation. Confirmation of the complaint was confirmed via data, however, the device operated within specification. The probable cause could not be determined via data.